Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('bleeding/ abnormal bleeding') in a (B)(6) female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, anxiety, depression, vulvovaginal candida, endometriosis, fatigue, vaginal bleeding, weight loss, menstruation abnormal, metrorrhagia, vaginal discharge, vaginal itching, abdominal pain, premenopause, urinary tract infection, perineal pain, follicular cyst of ovary, irritable bowel syndrome, fibroids, hot flashes, night sweats, mood swings, urinary frequency, bladder discomfort, sexual dysfunction, libido decreased, vaginal dryness, hormonal imbalance and atrophic vaginitis. Concomitant products included estradiol, ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and hysterectomy, bilateral salpingectomy and colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: there were 3 trailing coils in left and 2 in right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraceptive devices occluded the bilateral fallopian tubes.. Pathology test - on (B)(6) 2017: specimen(s) received: uterus, cervix, bilateral tubes clinical information: pelvic pain. Diagnosis ;a) subserosal and intramural leiomyomata. B) proliferative pattern endometrium. C) cervix with no significant pathologic change. Ii. Bilateral fallopian tubes: no significant pathologic change.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and pelvic pain. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('bleeding/ abnormal bleeding') in a 40-year-old female patient who had essure (batch no. B97496) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, anxiety, depression, vulvovaginal candida, endometriosis, fatigue, vaginal bleeding, weight loss, menstruation abnormal, metrorrhagia, vaginal discharge, vaginal itching, abdominal pain, premenopause, urinary tract infection, perineal pain, follicular cyst of ovary, irritable bowel syndrome, fibroids, hot flashes, night sweats, mood swings, urinary frequency, bladder discomfort, sexual dysfunction, libido decreased, vaginal dryness, hormonal imbalance and atrophic vaginitis. Concomitant products included estradiol, ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and hysterectomy, bilateral salpingectomy and colpopexy). Essure was removed on 7-mar-2017. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: there were 3 trailing coils in left and 2 in right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: contraceptive devices occluded the bilateral fallopian tubes. Pathology test - on (B)(6) 2017: specimen(s) received: uterus, cervix, bilateral tubes clinical information: pelvic pain. Diagnosis ;a) subserosal and intramural leiomyomata. B) proliferative pattern endometrium. C) cervix with no significant pathologic change. Ii. Bilateral fallopian tubes: no significant pathologic change. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.